Event description:
The device was set-up for a stem cell collection and once the procedure started a small amount of fluid was noted to be leaking from the collection bag tubing. Upon assessment it was noted that the leaking was coming from the connection below the acda filter. The connection was loose and not properly sealed. (B)(6).